Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported that the insulin pump was recently dropped and he was not sure if it was still delivering insulin. Blood glucose level at the time of the incident was 422 mg/dl, which was treated with the insulin pump. Blood glucose level at the time of the call was 408 mg/dl. Troubleshooting showed that the insulin pump was functioning properly. The infusion sets were replaced and the customer returned the products for analysis.